Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : device not returned yet.

Event description:
Device switching on automatically. No patient involved.

Event description:
Device switching on automatically. No patient involved.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 12th february 2013. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed on the 21st february 2013 and performed to specification alongside random manual power ons of mainly under one minute duration up to the last log entry on the 8th july 2018. A test pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. The device performed to specification throughout testing at heartsine. Devices returned for switching on automatically normally have symptoms including an excess current drain and multiple manual power ups, mainly of ten-minute duration recorded in the device history log. The device current drain was verified during the investigation and there were no 10 minute manual power ons recorded in the history log. Furthermore, the device was then left in the humidity chamber at 50°c 95%rh for 48 hours while performing a self-test every 20 minutes. The device did not turn on or display any faults. This equates to approximately 33 months of normal use without fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a heartsine sam 350p.